Manufacturer narrative:
Date rec'd by MFR: 27sep2019. The customer reported replacing the flow sensor, which corrected the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019, date of report: 10june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported failed performance verification test (pvt) 6. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.